Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. If add'l relevant info is received or device eval completed, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Possible perforation prior to treatment. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2014 and the pt experienced a vasovagal reaction. The pt exhibited tachycardia and a drop in blood pressure. The pt was "awake and alert" and transferred to the emergency room (ER) for vital sign observation. We have been unable to obtain add'l info surrounding this event.